Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure.

Manufacturer narrative:
Device was received not deployed. Inspection of the pod download data revealed that first prime finished prematurely, lasting only 22 pulses. The device completed second prime before being deactivated. Rotational sensor malfunctions were observed in the data, which directly contributed to the premature conclusion of first prime. Inspection of the drive mechanism found damage on a finger of the commutator cap. The commutator cap damage is confirmed to be the cause of the rotational sensor abnormalities and reported event.